Event description:
On (B)(6) 2010, patient's father reported the down button on the infusion device was not functioning properly. Issue began one week prior to report. The down button is raised and will respond intermittently if pressed hard. Infusion device was not dropped or exposed to water or insulin ingress. Patient started using this infusion device in (B)(6) 2007, and she boluses 3-8 times per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.